Event description:
It was reported that the user attempted to start a replacement ilet but could not connect the existing libre sensor because it was still paired to the prior device, and the user did not have a new sensor available for initiation, which reflects a use-of-device problem with no applicable device component term. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability issue due to attempting to transfer a libre sensor between devices, consistent with a use-of-device problem and no applicable component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.